Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2026, information was received from a patient receiving an unknown drug via an implantable pump for spinal pain indications. It was reported that the patient went through three separate surgeries for two separate pumps. The first surgery was to insert the pump. The second surgery was to make sure it was working after 2 years. It was decided that it was not working. The patient's condition worsened. The patient's third surgery was to insert a new pump after being "convinced to not give up". The patient stated, "in the meantime I had to take care. Of my pain so I did so something stupid but I wasn't so much pain that I had to try something". The patient then stated, "the third surgery was to pun in the second pump mind you. I had never received any relief."